Event description:
It was reported the pt was hardly used his ipg due to it not performing as intended. Intervention is not planned. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.